Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump due to dust and debris located in the pump usb port. The customer's blood glucose level was 94 mg/dl. Reportedly, the customer resolved the issue by removing the dust and debris from the usb port.